Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose was between 20 mg/dl to 30 mg/dl. Customer was treated with food for low blood glucose. Customer alleged the insulin pump was over delivering because the time keeps changing. Customer stated that the screw of the reservoir was cracked and the insulin pump was exposed to moisture. The insulin pump will be returned for the analysis.